Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm. Upon further review of the unit's interior, there were traces of corrosion and even mold on the connector connecting electrical board to electrical board and also on the force sensor. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly. Device received has a crack on the battery tube which extends to the top where the battery threads are located. A small portion of the left belt clip rail broke off. Also the s/n label located between the belt clip rails is worn down to the point where it¿s illegible.